Manufacturer narrative:
The device was inspected by a field service technician and a defect velcro was identified at the tabletop pad. The velcro was temporarily fixed and the customer was then provided with a new pad. The root cause of the defect velcro was traced to a manufacturing failure. The device is working as intended after the replacement of the pad. Based on this, no further actions are required.

Event description:
Baxter received a report stating that pst 500 u main pad slid away from tabletop when the table was in trendleburg position. No harm or significant impact to the surgical procedure was reported.

Event description:
Baxter received a report stating that pst 500 u main pad slid away from tabletop when the table was in trendleburg position. No harm or significant impact to the surgical procedure was reported.

Manufacturer narrative:
The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.